Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller asked for assistance using the handset and communicator to increase amplitude as patient is not feeling stimulation sensation. Reviewed how to increase amplitude, and the caller reported they increased to 6.9 and patient initially felt something and then lost that sensation, however patient does feel an electricity sensation in their arm. Caller wondered if this could be caused by the interstim. Reviewed it is unlikely as the interstim lead stimulates the sacral nerve. Asked if patient ever felt stimulation sensation and caller states the patient has ms(unrelated medical diagnosis) which can make patient feel numb at times. The patient was redirected to their healthcare provider to further discuss appropriate amplitude setting and reported symptoms.  No further complications were reported/anticipated at this time.